Event description:
The customer reported that their device would not power on. This was discovered during routine device testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported failure. Physio determined that when the external usb data cable was connected to the device, the device exhibited the reported power failure. Once the cable was disconnected, the device functioned normally. The customer replaced the usb data cable out of their inventory. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.